Event description:
On 18-feb-2026, it was reported by a facility representative via (B)(4) that an ar-2296 tenodesis button will not go into the inserter as intended. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.